Manufacturer narrative:
(B)(4). Batch # m5409p. Cartridge damaged the analysis found that one ntlc75 device was returned in good visual condition and with a cartridge reload present. The cartridge reload was received with the swing tab locked out and with the pan partially detached and damaged. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique is being used. The device was tested for functionality with a test cartridge reload and fired without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. Reference ¿instructions for use¿ for complete loading instructions. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during a gastrectomy, the device was locked out at the 1st firing on the gastric body. Another device was used to complete the case. There were no adverse consequences to the patient.